Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (under-expansion, heavily calcified native annulus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 1 year 5 months after a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the patient was being seen in clinic for paravalvular leakage (pvl), in process of workup/proctor review. Per proctor review, the valve is under-expanded at the mid valve at 23.7mm with 0.5mm added for outer diameter. There is heavy native leaflet calcium on the anterior/lateral side. The echocardiograms show that there is moderate eccentric anterior/lateral pvl in the area between the left and right cusps. The pvl was identified on post-operative day 1 imaging. Per follow-up communication, a post-dilation procedure with possible valve-in-valve was scheduled to be performed.

Event description:
As reported by the field clinical specialist, approximately 1 year 5 months after a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the patient was being seen in clinic for paravalvular leakage (pvl), in process of workup/proctor review. Per proctor review, the valve is under-expanded at the mid valve at 23.7mm with 0.5mm added for outer diameter. There is heavy native leaflet calcium on the anterior/lateral side. The echocardiograms show that there is moderate eccentric anterior/lateral pvl in the area between the left and right cusps. The pvl was identified on pod 1 imaging. Per follow-up communication, a post-dilation procedure was completed successfully with a 26mm non-edwards balloon used to post dilate the pre-existing valve. There was no aortic insufficiency noted on the echo post-ballooning, and the catheter gradient was 0. The procedure was successful and they did not need to implant another valve.

Manufacturer narrative:
A supplemental MDR is being submitted, due to the receipt of additional information after the planned intervention was performed.